Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The excluder iliac branch endoprosthesis instructions for use (IFU) states, potential device or procedure related adverse events that may occur and/or require intervention, include but are not limited to: rupture of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses, and a gore® excluder® iliac branch endoprostheses to repair an abdominal aortic aneurysm and bilateral common iliac artery aneurysms. Prior to implantation of the iliac branch component (ibc) on the patient¿s left side, pta ballooning was performed to the left internal iliac artery (iia) stenosis. The ibc device was delivered and deployed at the intended position with no reported issues. After cannulation to the left iia and superior gluteal artery, the internal iliac component (iic) was advanced into the left iia to the intended position, and then deployed. It was reported that during the deployment, the physician pushed the catheter to align the device with the long marker of the ibc. After deployment, it was noted that the guidewire in the left iia moved back into the common iliac artery. In an attempt to re-cannulate the guidewire, an angiography was performed and revealed rupture of the left iia. The re-cannulation was attempted to repair the rupture without success, therefore the left iia was embolized with coil and plug.